Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - do you have any photos available for visual analysis? --no. The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? - could you please elaborate further on the issue reported with the product? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a delivery procedure on (B)(6) 2025 and a suture was used. At 20:13, a pregnant woman gave birth to a single live baby with a perineal laceration. When the doctor sutured the perineum, it was found that there was a broken surface between the needle and the suture. Cannot be used normally. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 6/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. B5 event description: it was reported that a patient underwent a vaginal delivery on an unknown date and suture was used. At 20:13, a pregnant woman gave birth to a single live baby with a perineal laceration. When the doctor sutured the perineum, the problem of pulling off suture needle had happened upon unpacking. Cannot be used normally. There were no patient consequences reported. Additional information was requested.